Event description:
It was reported that "it was unable to pace during use. The catheter was replaced." No patient complications or injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. The distal leadwire was found to be broken around the distal electrode the balloon inflated clear and concentric and remained inflated for 5minutes without leakage. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. No visible damage to the catheter body, balloon, balloon windings or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. Corrective actions are in-progress to address these types of non-conformances by the manufacturing site.